Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the external plates are malfunctioning. There was no reported patient impact or injury.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the external plates were malfunctioning. Available details indicate that the external plates were malfunctioning. However, the case was closed citing the system is unknown. For this reason, no more information can be collected. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. No additional information has been provided by the customer and the case was closed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.